Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to position was able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the guide wire and microcatheter were not coaxially aligned. Interaction with the microcatheter, as the guide wire was advanced, resulted in the noted device damages (bent/kinked core, misaligned and separated coils) and ultimately resulted in the reported difficulty to position. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified artery. During the procedure, the powerturn guide wire got stuck in microcatheter. A new guide wire was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis revealed that the coil was separated, 3.2 cm proximal to the center solder with the core intact. No additional information was provided.